Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6) 2015 at 08:30 a.m., customer woke up and noticed that the pump switched of itself without an error message. Blood glucose level 351 mg/dl. Correction via the pump attempted without success. Customer felt sick and vomited. Approximately 01:00 p.m. Customer was brought by parents to the hospital. Blood glucose level 380 mg/dl (measure with lab.) Pump was removed and customer got an infusion with insulin. On (B)(6)2015, customer was released from the hospital. A request was made for the return of the device.